Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii aortic cuff was intended to be implanted in the endovascular treatment of a 50mm aaa . It was reported that when the product was unpacked, and the or nurse did a visual inspection, it was noted that the delivery system was broken . This device was therefore no longer used and another endurant stent graft was used to continue the procedure.  Per the physician the cause was due to a weakness in the medtronic product.  No additional clinical sequalae were provided and thepatient was not impacted.

Manufacturer narrative:
Device evaluation summary: the device was returned in the original product tray with no damage noted to the tray. The backend wheel was returned in the fully closed position. A break to the backend wheel screw gear was noted following removal from the tray. The material at the break site was jagged and uneven. There was no bend noted to the section of the hypotube underneath the break site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that the delivery system was broken at the back rear. The device box and packaging were intact with no visible damage photo evaluation summary: one (1) image was received showing a break on the backend wheel screw gear. The device appears to be still loaded in the product tray inside the pouch. The reported deformation in-vitro was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.